Event description:
It was reported that detachment of device component occurred. The target lesion was located in the moderately tortuous superficial femoral artery. A gw/035/180 (bx/3) magic torque guidewire was selected for use in a percutaneous transluminal angioplasty. However, during unpacking, it was found that the distal tip of the device was detached and only the coil was in place. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Event description:
It was reported that detachment of device component occurred. The target lesion was located in the moderately tortuous superficial femoral artery. A gw/035/180 (bx/3) magic torque guidewire was selected for use in a percutaneous transluminal angioplasty. However, during unpacking, it was found that the distal tip of the device was detached and only the coil was in place. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch, and overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire was returned, and the core wire was detached at distal tip. No more visual damages were observed. Under microscope it was observed that the core wire was detached/separated at distal tip. All the outer diameter measurements are within the specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.